Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime/ compromised force sensor system, and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was functioning properly during the displacement test. There were no unexpected settings reset during testing. They were unable to perform the unexpected restart error test due to the motor error alarm. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, and a cracked lcd window. (B)(4).

Event description:
The customer reported that he kept receiving motor error alarms on the insulin pump. Customer's blood glucose was 76 mg/dl at the time of the incident. Customer stated that the settings were cleared and that he went through the airport body scanner in may. Customer does not use the sensor feature on the pump. Customer stated that he was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.